Event description:
This spontaneous case was reported by a physician and describes the occurrence of pain ("pain on that side") in a female patient who had essure inserted for female sterilization. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure. The reporter commented: patient schedule to have essure removed tomorrow in the or due to pain on the side of essure diagnostic results: physician commented: it's placed in it's proper place so is not necessarily a complication. It's not perforation. It's occluded. She has occlusion that's why it's properly placed. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.